Event description:
It was reported that a hematoma occurred. The patient underwent a successful left atrial appendage (laa) closure procedure. A watchman access system was used to deploy a watchman laa closure device. The closure device was implanted successfully. Post-implant procedure, a hematoma was discovered at the access site. At this time, the figure 8 stitch was removed and manual pressure was applied to area to decompress the hematoma. A femstop was then placed. No further complications occurred. Patient was discharged home the next day.